Manufacturer narrative:
The investigation showed that the ventilation stopped due to a "poti: o2 unplugged" failure. In case of this failure the device generates optical and acoustical alarm. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. The device has been repaired by replacement of the front plate, which includes the potentiometers. Investigation of the front plate showed that an oxide layer on the contact area at a potentiometer developed which increased electrical resistance, finally resulting in the reported malfunction. The alarms were tested and found to be working fine. In december 2015 dräger has issued a safety notice which points to the coherency between regular use of the potentiometer and its reliability of operation. The concerned competent authorities have been informed when this action was started.

Event description:
It was reported that the device stopped ventilation. A visual alarm "contact dräger service, ventilation stops" was generated. An acoustical alarm was not explicitly noticed. No injury reported.